Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During this procedure, the inferior mesenteric artery was coil embolized intentionally. On an unknown date in (B)(6) 2019 ((B)(6) 2019 will be used as date of event), imaging identified a distal type I endoleak, at the distal end of the ipsilateral leg of the endoprosthesis. The physician suggested that the distal type I endoleak occurred due to the proximal migration of the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis (distance is unknown). On (B)(6) 2019, an additional treatment was performed to treat the distal type I endoleak. A gore® excluder® aaa contralateral leg endoprosthesis was implanted for distal extension on the already implanted ipsilateral leg endoprosthesis and ballooning was performed several times to bond tightly the endoprosthesis to the blood vessel wall. The patient tolerated the procedure.